Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip had damaged tips that were found during use. The following information was provided by the initial reporter: "caller reported syringe and needle attachment point appears to be deformed causing needle to look bent."

Event description:
It was reported that 5 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip had damaged tips that were found during use. The following information was provided by the initial reporter: "caller reported syringe and needle attachment point appears to be deformed causing needle to look bent."

Manufacturer narrative:
H6: investigation summary mexico has suspended shipment of potentially contaminated samples due to covid-19 concerns. Therefore, bd will not be receiving samples on this complaint. A thorough investigation utilizing other methodologies and available information will be completed to the best of our ability.¿ no root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.